Event description:
It was reported the screen is cracked because a customer slammed to close the door. The programmer was returned for repair. No information was received indicating patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the screen is cracked because a customer slammed to close the door. The programmer was returned for repair. No information was received indicating patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the programmer was returned and analysis confirmed the comment that the display overlay was broken. Analysis also found that the keyboard had a broken right hinge and was missing screws and that the radio frequency connector was loose on the link electronics module (lem) board. Product ID: 229047, software analyzer; (B)(4).